Event description:
Event description guidant received information that this ventricular lead had a loss of capture. The patient is scheduled for an upgrade from a pacemaker to an intra cardiac defibrillator(ICD), due to ventricular events. The physcian stated that the lead would replaced at that time, and it was not necessary to troubleshoot the lead at this time.